Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have any patient information on file for the event in question. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly cycled power, and power to the unit returned. There was no reported patient injury.